Event description:
It was reported that on (B)(6) 2026, the patient experienced an episode of hyperglycemia, with a reported blood glucose level of 500 mg/dl. The event was managed with administration of insulin via pen.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.